Event description:
On 12/20/2016, the reporter contacted lifescan (B)(4), alleging inaccurate low results. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy/precision criteria as no comparison blood glucose values were provided. In addition, the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.